Event description:
Rptr alleged the customer became hypoglycemic and she couldn't test her because of an error message on the aviva system. Rptr stated she treated her with orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.